Event description:
Patient reported "been feeling endurance and pain" and "been feeling endurance and pain" for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, g.2, h.6.

Event description:
Patient representative reported "capsular contracture baker grade iii/ IV", "breast hardening", ""lobulated contours and radial folding", "worried about the pain", "recall".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii-IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii-IV.

Event description:
Patient reported "been feeling endurance and pain" and "been feeling endurance and pain" for the left side. Device remains implanted.